Event description:
During preventative maintenance of the device, the user reported the cooler/heater failed the "pm" torque test for valves "a" and "b". No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there were no patient involvement during this event.